Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds during the implant procedure. Once the thresholds were within acceptable range, the lead was implanted. The following day, the lead exhibited no capture. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).